Manufacturer narrative:
Device discarded after use.

Event description:
This was a left-sided lead extraction case conducted in the hybrid or to remove a non-functional sjm 1580 riata dual coil lead placed in 2004. The patient was prepped per hrs standards and had a tee in place. The lead was prepped with a lld #2 and lasing began with a 16f sls ii. Lasing progressed to the distal portion of the proximal lead when significant adhesions were encountered and soon after the patient's abp dropped. The tee confirmed an effusion and an emergent sternotomy was performed noting an ~4cm svc/ra tear. The injury was successfully repaired with a patch; the patient was closed and transferred to the ICU. The following day the patient was extubated and neurologically intact.